Event description:
The customer stated that she tested her blood glucose using her dex and contour meters. The dex read 174 mg/dl, while the contour read 46 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer was late for work and did not have time to finish troubleshooting the contour meter and test strips. No product will be returned at this time.